Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The field service technician replaced the control board. The defective board was not returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), reported an event that occurred on (B)(6) 2012 with the hl20 rpm 20-320 single roller pump (article number: 70102.7652, serial number: (B)(4)). When the device was started, the display showed a "eeprom" error message during the system test. A reset of the pump did not correct the error. A restart of the device resulted in the display flickering then showing the message "error". (B)(4).